Event description:
A 79 y/o male admitted on (B)(6) with nstemi, underwent cardiac cath (B)(6) showing total occlusion of rca and 70% occlusion of lad. Pt and family decided to pursue pci versus CABG. On (B)(6) pt underwent 2nd cath for stent deployment. Attempt to wire the lad was unsuccessful, resulting in attempt to access the vessel using the venture catheter. At this time the pt decompensated and it was determined that the lad was dissecting. Pt required pressors and brief CPR. He was taken emergently to the operating room for a salvage CABG. Also concern for a development of a thrombus. Post op ef was 10%. Pt admitted to sicu in cardiogenic shock and expired on (B)(6).